Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Compatibility guidelines were requested for MRI. The patient had an MRI done due to abdominal pain. Per the hcp this started a couple of days ago. The hcp wanted to know what they needed to look for in the logs. The hcp stated they saw a motor stall followed by a motor stall recovery and it was reviewed that this was expected and they were looking to make sure there was a motor stall recovery. The pump was used to deliver lioresal. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.